Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the accept button was not responding to touch. The customer was unable to put the unit into service mode. The remote service engineer (rse) provided the customer with the part number for the switch printed circuit board assembly (pcba) to order and replace. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer replaced the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.